Manufacturer narrative:
(B)(4). Investigation summary: the event unit and photograph were returned for evaluation. Engineering actuated the unit and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering actuated the unit at different angles on tubing to attempt to replicate the customers' experience of clips not closing properly. The unit was disassembled for further evaluation and met all specifications. The root cause of the incomplete clip closure experienced by the customer may have been the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. Engineering was able to recreate the clip misalignment at adverse application orientations. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "the head of the department of pharmacy service sent an email our distributor (B)(4) in (B)(4) in reference 'problems' that they have had with our direct drive clip applier. In their email (B)(6) (head of pharmacy service) informed (B)(4) that dr. (B)(6) noticed (twice) that the clips were not closed properly. A problem that can be translated into a complication for a patient." Patient status unknown.